Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, white calcification, red particles. Observed after autoclave cycle: bubbles in gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Physician reported a capsular contracture, baker grade iii. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade iii and a breast ptosis (mastopexy). This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a capsular contracture, baker grade iii and a breast ptosis (mastopexy). The device was explanted. Right side.